Manufacturer narrative:
The customer reported that the nibp component on the bedside monitor (bsm) was continuously pumping without providing a reading. The customer also reported that they had tried using different hoses, restarting the unit, unplugging and plugging the ac power, as well as doing testing on a simulator, but the issue still persists. The customer sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the nibp component on the bedside monitor (bsm) was continuously pumping without providing a reading.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) health reported the bedside monitor (bsm-1733a sn: (B)(6)) nibp was not functioning properly. The nibp was reported to continuously pump. Customer had tried switching the hoses, restarting the unit, unplugging ac power, and testing on a simulator. Service requested : troubleshooting/assistance. Service performed : the reported problem of the bsm nibp is not functioning properly was not duplicated. Our evaluation found there was physical damage on front enclosure and battery compartment that made power switch working intermittently. Damaged pictures uploaded in notification folder (B)(4). The unit needs to upgrade spo2 firmware from ver 5.0.0.5 to ver 5.2.0.1 customer declined to replace front and rear enclosure. For precautionary measure replaced nibp valve. And upgraded a/ms-2013 masimo board ver 5.2.0.1 (warranty) 923119 solenoid for one connector (warranty) the unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation result the device warranty began 04/14/16. Review of device c4c history found no previously reported issues with the unit. Nka evaluation was unable to duplicate the reported issue of nibp not functioning properly. Evaluation found unit to have signs of physical damage. As a precautionary measure, the nibp valve and solenoid was replaced. Unit was tested to operate within specifications after repair. Approximate age of the unit was 3 years. Unit was found to have physical damage. As evaluation was unable to duplicate the reported issue, the root cause could not be determined. Unit has no trend of nibp issues. Investigation conclusion: approximate age of the unit was 3 years. Unit was found to have physical damage. As evaluation was unable to duplicate the reported issue, the root cause could not be determined. Unit has no trend of nibp issues.

Event description:
The customer reported that the nibp component on the bedside monitor (bsm) was continuously pumping without providing a reading.